Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to third-party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where there was a leak from the channel, the insertion coating peeling off, the operation part had corrosion, and the air valve unit was defective. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5, describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report olympus has not received third-party culture test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer uses anioxyme x3 detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anioxyme x3 detergent and brushes the instrument channel and suction channel. The customer did not specify the kind of brushes used during manual cleaning. The scope is manually disinfected with actanios hld. For automated endoscope reprocessor (aer) treatment, using a cyf-5 machine, serial number (B)(4). The detergent and disinfectant used with the machine was not specified. The scope is stored horizontally in an unspecified storage. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 7 colony forming units (cfus) of unspecified micro-organisms. During the second sampling, the scope tested positive for 15 cfus of unspecified micro-organisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.